Event description:
It was reported that during testing conducted at the manufacturer facility there was no rotation to the pinch valve. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during testing conducted at the manufacturer facility there was no rotation to the pinch valve. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.